Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/01/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual examination of the pump, the keypad cover was observed to be peeling. During testing, all of the pump keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage. The keypad cover was removed and contamination was found under all key contacts. The audio bolus button was also observed to have a hole in the cover, but was responsive.

Event description:
The distributor contacted animas on (B)(6) 2013 and reported the up, down, and ok keypad buttons were unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).